Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the "hung contact pins", which was observed during physical inspection. The complaint was confirmed and caused by depressed battery pins. The two depressed negative battery pins do not allow for dc operation. The rear case was replaced.

Event description:
It was reported that a spectrum pump had "hung contact pins". Any patient involvement, injury or medical intervention is unknown.